Manufacturer narrative:
B5 and h6 (health effect - impact code) updated. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An analysis of the customer provided images found product information and the insulation is torn/missing from the distal end of the device. There was no way to determine if the device contributed to the reported event. The complaint was confirmed but the root cause could not be determined. Factors which could have contributed to the reported event include excessive force applied to the insulation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Per the complaint details, it is not possible to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Our clinical investigation concluded: based on the information provided, the detached piece was retrieved from inside of the patient using suction and the procedure was completed with a multivac xl electrode with a delay or other complications. Therefore, no further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a hip arthroscopy, an ambient hipvac 50 wand was used and a piece of the heat shrink tubing became detached and fell into the patient. The detached piece was retrieved from the patient and the procedure was completed with a multivac xl wand. It is unknown if there was a surgical delay. No other complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a psoas tenotomy on hip prosthesis an ambient hipvac 50 ifs was used, a piece of the heat shrink tubing became detached and fell into the patient, the detached piece was retrieved using suction and the procedure was completed with a multivac xl electrode. No delay was reported. No other complications were reported.